Event description:
It was reported that there was a possible asystolic episode. Furthermore, it was questioned whether it was a true episode, or there was a low signal. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a possible asystolic episode. Furthermore, it was questioned whether it was a true episode, or there was a low signal. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the monitor was removed and replaced with a pacemaker.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomolies were found.